Manufacturer narrative:
A supplemental report is being sent for investigation completion. Product event summary: the vad pump and the controller were not returned for evaluation. The reported controller drop event could not be confirmed due to insufficient evidence. Review of the pump¿s sterility certificate confirmed that the associated device met all requirements for release. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported controller drop event can be attributed to the handling of the device, which likely contributed to the reported driveline exit site infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) / h6: FDA method code(s): 4114, h6: FDA results code(s): 3221, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 5076-52 - lead - implanted: (B)(6) 2018. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, medical device: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 02-nov-2018. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient dropped the controller and it tugged on the ventricular assist device (vad) driveline exit site. As a result the driveline exit site became infected and the patient was treated with antibiotics. The vad and controller remain in use. No further patient complications have been reported as a result of this event.